Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the camera head had crack in the cable boot. There was no patient involvement.

Event description:
There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required. Updated fields: d8, g3, g6, h3, h6 and h11. Corrected fields: b5, b6 and b7. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a cut on cable unit and watertightness test failed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is a cut on cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.